Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. Testing found that the door winch was out of the roller slides. Testing also found that there were rings on the hd mode images that the system produced. There were no visible rings on the standard mode images from the system, however. The door winch was then placed in the roller slides. Rad and fluoro calibrations were performed, and an analog offset calibration was also performed. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the site requested diagnostic testing because they felt that the performance of the system had decreased. The site also reported that the system was unresponsive from time to time. There was no patient present when this issue was observed.